Event description:
It was reported that the surgeon stated that the patient was seen in his clinic with complaints of squeaking in (B)(6) 2011. Patient had left hip revision on (B)(6) 2012. The ceramic liner and ceramic head were replaced with polyethylene liner and lift head.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.